Manufacturer narrative:
(B)(4). Date of follow-up report : 05/21/2015. The returned sample met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The DHR was reviewed and no entries potentially pertinent to the customer's report were noted.

Event description:
The customer reported that the device jaws locked on tissue and would not open to release the tissue. No patient injury reported. Site was unable to provide details on how device was removed from the patient's tissue. No additional details available.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.